Event description:
The customer reported that during surgery on a pt, blood entered the unit and the unit displayed a "blood detected" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.